Event description:
Sale rep report via phone a whole hi-torque modified j guide wire became unravel during a procedure. On (B)(6): customer reports that a wire became unraveled but was intact when removed from patient, no patient injury. Referred to ccl manager for procedural information. Ccl manager indicates that all information will need to come from risk management. On (B)(6): risk management reports that there are two separate events. This refers to patient 1. (B)(6) male under going a cardiac catheterization. During a coronary angiography, left heart cath, left ventriculogram and arterial and venous bypass graft angiogram, the 4 french 12 cm sheath introducer was inserted in the right femoral artery. Patient has peripheral vascular disease. The .035 3 mm j tip 145 cm guidewire was inserted, followed by a 4 french straight pigtail diagnostic catheter and a 4 french jl 4.0 diagnostic catheter, 4 french 3 drc diagnostic catheter, and a 4 french internal mammary diagnostic catheter. During the procedure, the distal end of the wholey guidewire separated at the gold connector and this was visualized on the fluoroscopy. The guidewire did not come apart. It was removed and replaced with another .035 whole y 145 cm guidewire and the procedure was completed without complications. Patient was discharged to home 1 day after the procedure in good condition. Guidewire, packaging and an unused sample from the same lot number were saved for investigation by the manufacturer. Vascular search of these lot number reveal no similar descriptions.

Manufacturer narrative:
Product investigation pending customer delivery of guidewire to guidant manufacturing. Follow-up report will be submitted once investigation is complete.